Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc intermittently not booting up. The fse identified the actual cause of the issue was with the defective flexvision pc. The fse replaced the flexvision pc, installed os software along with the application software and reloaded the configuration settings to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.